Event description:
It was reported that the ilet display developed delamination lines on the lower portion of the screen, rendering the touchscreen unresponsive and preventing the user from unlocking the device to manage therapy, and a replacement device was arranged. Symptoms included dizziness and general malaise associated with hyperglycemia. Outcomes included prolonged high blood glucose above 400 mg/dl for approximately four to five hours without the need for outside assistance or medical intervention, and the user reverted to backup therapy. Investigation included device replacement logistics, user education on shutdown and data synchronization, and instructions for returning the device. Investigation of this case revealed a screen assembly failure consistent with bezel separation leading to loss of input responsiveness, which impeded normal pump operation and alerts acknowledgement. It was concluded, based on previously established findings for similar reports, that the cause was mechanical display delamination consistent with component failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.